Event description:
The device was returned with no information. The device underwent routine analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Device evaluation summary: the catheter anchor was returned for analysis. Analysis found that one side of the anchor was folded in. The anchor did not properly detach from the anchor tool. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypo-tube.